Manufacturer narrative:
B3: journal publication date used as event date, as it is unknown d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: appareddy, n.s. Et al. (2025). Sealing the gap: addressing peri-device leak (pdl) following left atrial appendage occlusion (laao) with a plug-based approach. Jacc. (85) 12.

Event description:
Reported via journal article. It was reported that incomplete closure occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device with delivery system (wds) was used, and the closure device was implanted. At an unknown date post index procedure, significant peri-device leak (pdl) was noted. A cardiac computed tomography (CT) scan was performed which demonstrated a complete opacification of the left atrial appendage (laa). Transesophageal echocardiography (tee) confirmed a pdl of 3-3.5mm with doppler flow in and out of the laa. Physicians resumed the patient on anti-coagulation. A pdl closure procedure was performed. Pre-procedural imaging demonstrated a deep landing zone with a wide neck. The space was not large enough for deployment of a second laa occlusion device. A 6fr multipurpose guide catheter was advanced over a guidewire through an atrial septal defect (asd) into the pdl space. A 6mm non-boston scientific (bsc) plug device was successfully delivered with less than a 0.5mm residual leak. It was also noted the patient's asd was closed with a 25mm non-bsc cribriform device at the conclusion of the procedure.